Event description:
Boston scientific received information that the patient with this device and right defibrillation lead underwent an abdominal surgery and a magnet was used. Following the procedure, noise was noted. The noise and oversensing resulted in five diverts, and one anti-tachy pacing delivery. No adverse effects were reported at that time. Our company received additional information four months later that this device display noise and on the right ventricular channel of a non-sustained event. The noise could not be reproduced with isometrics or pocket manipulation. The r wave measurement was poor however the other lead measurements were stable. The physician suspected a setscrew problem and explanted the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted that the left ventricular tip seal plug was torn loose and no other anomalies were noted. All of the device setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Examination of the device stored electrograms and the electrograms returned with the device show evidence of electromagnetic interference noise, but no sign of any device related malfunction.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.